Event description:
We purchased a willow 3.0 breast pump. Within 3 months one of the pumps stopped working. A replacement set was shipped to us. Within 3 more months, those failed. The company refused to refund us, opting instead to send a second replacement set (third set in total). That new replacement set has not shipped as yet, and the customer service representative says their shipping department is backed up, and they do not know when it will ship. Reviewing other online customer reviews, it seems as though the types of software and mechanical failures we have encountered are quite common. As this is a regulated device, I implore willow and/or FDA to take whatever steps are necessary to correct these manufacturing failures.